Event description:
It was reported an amia automated pd system caught on fire. The patient was connected at the time however, it was not specified what process step of peritoneal dialysis therapy the event occurred. The patient was in a camper, and it was not reported if the outlet was grounded (or if the unit was plugged into a generator, 30amp, or 50amp outlet). Renal therapy services (rts) initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. During visual inspection a missing enclosure lid and scratches were noted on the display. There was no evidence related to the reported issue (e.g., smoke, burnt components, or fire) during the evaluation. The machine underwent pressure integrity test and the device performed according to product specifications. A short, simulated therapy was successfully performed. The reported condition was not verified. The manufacturing record review was performed, and no issues were found during the prior servicing related to the reported complaint. Review of the prior service record revealed the device passed all electrical safety test(s) prior to release with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.